Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 364 mg/dl and feelings of being unwell, with chart review showing multiple meal announcements and an overall average blood glucose typically in range; the user reported genuine intake at those times, and the trainer was engaged, with a supply change advised. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, disability, or other long-term impact. Investigation included review of device data and user-reported use patterns, along with troubleshooting and education. Investigation of this case revealed no device malfunction or component failure identified, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.